Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod for less than 1 hour on the arm. The patient was throwing up every 5 minutes. They changed the pod and went to the emergency room. They were admitted to the intensive care unit. They were treated with intravenous therapy with fluids and insulin. They were released after 2 days.